Event description:
It was reported that after a tka procedure has been performed on an unknown date, the patient had ligament instability. This led to a revision surgery on (B)(6) 2022 where the tc prim tibial insert tc cr stand 8/11 was exchanged for a higher inlay. The patient's current health status is unknown.

Manufacturer narrative:
H10: it was reported that after a total knee arthroplasty has been performed on an unknown date, the patient had ligament instability. This led to a revision surgery on (B)(6) 2022 where the tc prim mobile tib insert tc sb 8/11mm was exchanged for a higher inlay. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. As the batch number of the revised implant was not communicated, a batch record review could not be performed either. A complaint history review on part level was performed. The occurrence and severity are in line with the corresponding risk file. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Furthermore, a review of the device labelling reveals that the IFU states joint instability as a potential adverse device effect in combination with the implantation of a knee prosthesis. A medical investigation was performed, but due to insufficient information, the patient impact beyond the reported ligament instability and revision could not be determined. To date, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. Based on the available information, the reported failure mode could not be confirmed and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed. Internal complaint reference number: (B)(4).